Manufacturer narrative:
(B)(6). The ultrafilter was not received for evaluation, as the sample was discarded.; however, the non-baxter hospital engineer observed the leak an replaced the filter with no further issues noted. The reported condition of leak was verified. A nonconformance has been established to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with an ultrafilter u9000, a water leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.